Event description:
It was reported that during the implant procedure it was noted that the right ventricular (rv) lead had an irregular bend at the tip and the physician questioned the integrity of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal end/electrodes of the lead were bent. (B)(4).